Manufacturer narrative:
The unknown serial was identified as (B)(6) and is a duplicate of 2017865-2024-03976. Please retract this report.

Event description:
The unknown serial was identified as (B)(6) and is a duplicate of 2017865-2024-03976. Please retract this report as it is a duplicate.

Event description:
It was reported that the lead was dislodged.